Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found out to be fractured. The field representative also noted that the patient received multiple shocks due to lead noise oversensing. The rv lead was capped and was replaced. No additional adverse patient effects were reported.